Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s insertable cardiac monitor presented via merlin.net with multiple pause episodes that appeared to be due to undersensing. No sensitivity changes were made. The patient will continue to be monitored.